Event description:
It was reported that the patient presented for follow-up with episodes of post-paced t wave oversensing record by the implantable cardioverter-defibrillator. Programming adjustments were discussed; however no interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.